Manufacturer narrative:
Part: 04.168.280s, lot: 4l81290, manufacturing site: (B)(4), release to warehouse date: 28. May 2019, expiry date: 01.may 2029. Since there is no allegation against packing or sterility DHR review is done for non-sterile part: part: 60123906, lot: 4l19325, manufacturing site: (B)(4), release to warehouse date: 26. April 2019. A manufacturing record evaluation was performed for the non-sterile device lot number, and no non-conformance were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, the patient underwent an open reduction internal fixation surgery for a femoral neck fracture with the femoral neck system (fns). The surgery was completed successfully without any surgical delay. On (B)(6) 2020 the patient fell down, it was confirmed that a bone head fracture occurred. On (B)(6) 2020 the patient underwent a successful revision surgery to remove the fns and perform a bipolar hemi-arthroplasty (bha). This report is for one (1) bolt for femoral neck system 80mm length-sterile. This is report 2 of 4 for (B)(4).